Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mcj350, and no non-conformances were identified. Investigation summary: it was reported breakage suture. One empty labeled winding former and one needles-suture in two sections of product code f1874, lot mcj350 were received for analysis. During the visual inspection of the opened sample (needle/suture pieces), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was examined and damaged on the surface were noted. Due to the condition of the sample the functional test can't be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. One opened box with unopened samples of product code f1874, lot mcj350 were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This event was initially reported in the 2018q4 suture asr (asr exemption: e1999004) on 01/31/2019. After revocation of this exemption, additional information regarding this event was received. This report contains all information to date on this event.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on an unknown date and suture was used. During the procedure, the suture broke easily. A different device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.